Event description:
It was reported that a catheter issue occurred. The 85% stenosed 70mm x 3.1mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became externally wound around the guide wire. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed 70mm x 3.1mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became externally wound around the guide wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis. Media review of a picture provided by the client showed that the sheath and the imaging window were twisted.